Event description:
The patient reported the infusion device has delivered unintended insulin on several occasions. She also reported that the infusion device does not always deliver insulin when programmed via the blood glucose meter and the blood glucose meter does not properly store data and several records are missing. The patient was unable to provide details or dates of events. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device and blood glucose meter were replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.